Event description:
A diabetic educator called on behalf of a customer who had been for the past few days receiving results of less than 50 mg/dl. Because of these lower results it is believed that the customer may have not taken their routine insulin. The customer was admitted to a hosp with a blood glucose of greater than 900mg/dl and in ketoacidosis. A request was made to return the entire system for eval.